Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 424 mg/dl, which the caller declined troubleshooting for. The customer states that there is a crack goes from the reservoir to the opposite side of the pump. The top of the reservoir has been cracked off and held together by scotch tape. Advised to discontinue use of the pump and revert to a back-up plan per hcp's instruction. Advised the pump will need to be replaced. The product will be returned for analysis.

Manufacturer narrative:
The insulin pump had minor scratched lcd window, cracked battery tube threads, partially broken off reservoir tube lip noted. However test reservoir locked properly in reservoir tube. Also, missing o-ring (reservoir tube), cracked case at reservoir tube window corners and missing end cap sticker. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.